Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the incident occurs prior to using the device on the patient for a diagnostic laparoscopy with lysis of adhesions, abdominal washout and drainage of the leak. It was reported that the handle ¿would not open when in the neutral position¿. It occurred when trying to ¿unload a suture¿. The tip of the needle also ¿was broken off¿ when it finally opened. There was no patient injury.